Manufacturer narrative:
Date rec¿d by MFR : 09jul2019, date of report : 01aug2019. The field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse was unable to calibrate the unit. The fse replaced the touch screen to address the reported issue. The unit was then able to be calibrated. The unit passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 22aug2019, date of report : 23aug2019. Failure investigation was completed. The touch screen assembly was received for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The touch screen assembly was installed into a test ventilator in an attempt to duplicate the reported problem. Further investigation revealed that the resistance (ul_lr and ur_ll) was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the touch screen would not respond to touch at all. There was no patient involvement.